Event description:
It was reported that during a routine device change out an insulation breach was found on the right ventricular lead. The insulation breach was proximal to the header connection, between the trifurcation and the header. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies found. Visual analysis found apparent explant damage, cosmetic depression on the outer insulation, a cut in the outer insulation and environmental stress cracking noted on the overlay tubing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7278 implantable cardioverter defibrillator (B)(6) 2006. (B)(4).